Manufacturer narrative:
Final analysis found that the insulation was fractured at 16.0cm to 16.4cm from the connector pin. The damage sustained resulted from clavicular crush. The reported field event of no capture and high impedance was confirmed in the laboratory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a device implant and a lead repositioning procedure. The right ventricular lead exhibited no pacing and high impedance. The physician noted on a chest x-ray that the lead exhibited an erosion/insulation breach due to possible friction with the atrial lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.